Manufacturer narrative:
1038671-2022-01306 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01306. The revision reported was likely the result of instability, third body wear, patient-related conditions, or any combination of these possibilities which led to prosthesis wear. However, the tibial insert does not show signs of wear that are inconsistent with being implanted for approximately 9.5 years. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 125 months after a total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.